Manufacturer narrative:
(B)(4). Surgical intervention required, extended hospital stay.

Event description:
According to the reporter, per additional information received, there was blood loss of over 500cc. The patient required a blood transfusion and received 6 units of packed red blood cells (prbcs). The patient required a brief stay in the intensive care unit. There was no tissue damage. The patient was discharged home in good condition.

Event description:
According to the reporter: after a roux-en-y gastric bypass, the patient presented with rectal bleeding and hypotension. The patient underwent an exploratory laparotomy and a bleed was over sewn at the gastrojejunal anastomosis. There was no issue noted with the device during use and the device was discarded at the end of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.